Event description:
Additional information was received stating that the "event date" associated with the surgical wound infection was (B)(6) 2015. Previous communications had stated that (B)(6) 2015 was the date of the surgical wound infection, and that (B)(6) 2015 was the date that oxacillin was administered. It was further noted the health care professional (hcp) from the clinical study was unaware of the disposition of the device because she was not present when the patient passed away. She did not think an autopsy was performed, and indicated the device might not have been removed from the patient. Additionally, the site coordinator for the clinical study reported that an institutional committee informed her that the device was not removed before the deceased patient was transported from the hospital to the funeral/cemetery.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0g98e, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0dc6p, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
A healthcare professional from a clinical study reported via the manufacturer's representative (rep) the consumer was implanted initially on (B)(6) 2015 and on (B)(6) 2015 the consumer had a postoperative surgery parkinson hypertensive hemorrhagic stroke and intracerebral hematoma which were not related to the device and/or implant procedure since the hematoma was in a different area than the location of implant. The intracerebral hematoma resolved without sequela on (B)(6) 2015, but the consumer was still recuperating from the stroke. On (B)(6) 2015 the consumer also developed a surgical wound infection in the subclavian/surgical site infection in the chest with purulent drainage in the chest pocket, which was related to the device and/or implant procedure, which continued without resolute. Laboratory testing was performed which was abnormal showing (B)(6): (B)(6). As a result the consumer underwent prolonged inpatient hospitalization and was administered oxacillin on (B)(6) 2015. A culture was performed on (B)(6) which indicated (B)(6). It was reported that the infection resulted in a serious deterioration in the health of the consumer and a life threatening illness or injury. It was noted the infection was related to the procedure and surgical intervention was going to take place to replace the battery due to the infection, but couldn't be carried out due to the consumer going into unwitnessed cardiac arrest on (B)(6) 2015. The cardiac arrest was noted by an EKG. After the arrest CPR was started, adrenaline was given, the consumer was ventilated, but after 15 minutes without response, death was declared. The cause of death was cardiac arrest and was due to an underlying cause, but was not related to the hematoma, infection, stroke, or pre-implant history. It was noted no autopsy was performed and no coroner's report was available. According to the site the event was not device or procedure related. Relevant medical history includes parkinson's disease, dyslipidemia, hyperlipidemia, statin oral medications, diabetes, oral medications, stroke and thyroid disorder. Refer to manufacturer report #6000153-2015-00507 and #6000153-2015-00504 for previously reported information related to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the implant procedure; surgery/anesthesia were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event of patient death was related to the procedure.